Event description:
It was reported the customer could not upload to carelink. Several alarms were also found in the alarm history. The customer was advised that these radio frequency alarms may interfere with the uploading process. Customer's blood glucose was 15.6 mmol/l. Customer also stated the insulin pump was functioning fine. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.